Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips field service engineer (fse) went onsite and found that the missing power that was causing the boot issue. Upon troubleshooting, it was determined that the pdm 0 on the back of the m-cabinet was not providing the necessary 230v to the dc power supply, which is responsible for converting to low-voltage dc power. Further investigation identified a fault in the lvt board on pdm 0, which was not outputting the required voltage. The philips engineer replaced the pdm. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.